Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an implant used for tlif therapy. It was reported that the superior set screw on the right side of the patient was cross-threaded when broke off. This allowed the rod to move freely within the screw head. This lack of proper compression allowed for the cage to subside. Patient outcome was that surgeon extracted the tlif cage and then did an olif at the corresponding level with a divergence-l cage and a divergence plate and screws. The tlif cage was removed and then did an olif at the same level. The cage subsided posteriorly into the patients spinal column. No neurological damage occurred to the patient.